Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the leg, which is off-label usage of the device. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced an adverse event where their dexcom app did not alarm when the patient´s bg was 1.2 mmol/l. Sometime later, the patient fainted and the husband called an ambulance. Her children and husband were with her at the time of the incident. The paramedics treated the patient with IV glucose. At the time of the report the patient was feeling good. No other details were documented. A review of performance data shows that the patient's low alert was enabled at 72 mg/dl and was set to vibrate. The urgent low alert is fixed at 55 mg/dl and was set to vibrate. The urgent low soon alert is fixed to notify users when their estimated glucose values will reach 55 mg/dl within 20 minutes and was set to vibrate. The no readings alert was also enabled and set to vibrate after 20 minutes of continuous brief sensor issue. At 9:04 pm on (B)(6) 2025, the patient's estimated glucose values dropped below the low alert threshold and the app delivered a visual urgent low soon alert with vibration with an egv of 70 mg/dl. At 9:09 pm, the patient's egvs dropped below the urgent low alert threshold and the app delivered a visual urgent low alert with vibration with an egv of 51 mg/dl. At 9:14 pm, the patient's egvs rose back above the urgent low alert threshold and the app delivered a visual urgent low soon alert with vibration with an egv of 61 mg/dl. The egvs then reached the urgent low alert threshold again at 9:19 pm and the app delivered a visual urgent low alert with vibration with an egv of 55 mg/dl. The app continued to deliver visual urgent low alerts with vibration every five minutes until 9:39 pm, at which point the app delivered an urgent low alert at partial volume with an egv of low (less than 40 mg/dl). This alert was acknowledged immediately. The patient's egvs read low again at 9:44 pm and the cgm then entered a period of brief sensor issue at 9:49 pm. At 10:09 pm, the app delivered a visual no readings alert with vibration which was acknowledged immediately. When the patient's readings returned at 10:14 pm, she was back in target range. The reported complaint was confirmed as no audio output. The root cause was determined to be use error as the patient's alerts were set to vibrate at the time of the incident. No additional patient or event information is available.